Manufacturer narrative:
Based on the claim against the product by the customer noting stapes in the jaws of the instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Site reported that the reloads will not be returned. Although the complaint regarding stapler in the jaws of the instrument was not confirmed by failure analysis since the white reload 30 accessory was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) did receive a da vinci product involved in this complaint to perform failure analysis. The stapler 30 was analyzed and found to have error 1164, which occurred during the last date the stapler was used resulting in reload recognition failures. Error 1164, p1=0x50 states: ¿the pins inside the stapler or the pins on the cartridge are shorted. This may be due to a staple being stuck in the jaws of the stapler instrument, or a bad cartridge.¿ the electrical continuity test still passed from the dlu connector pin at the grip housing to the pins at the chassis. Upon failure analysis, no loose staple or foreign object was found at the stapler housing or connector pins. The instrument was checked for recognition and engagement using new reloads on an in-house system. Initialization passed several times. No error messages appeared. The instrument was advanced through the cannula. Clamp and fire function passed. No errors occurred during in-house testing.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported the curved-tip stapler 30 had staples in the jaw embedded prior to stapling. The curved-tip stapler 30 would not fire and kept alerting the robot to check jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the curved-tip stapler 30 instrument prior to use and no damage was noted. The customer was using a green stapler reload at the time of the event. The issue was identified during the procedure. The device was not used on the patient; however, it was placed inside; the surgeon was attempting to staple the bronchus tissue. The stapler instrument did not work at all and was exchanged for a different instrument. The stapler instrument never completely clamped. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The surgeon did not fire over an existing staple line and no buttress material was used. The customer suspected staples between the jaws when the error message was displayed and if the stapler misfired there is a potential for serious injury/patient death may occur. There was no bleeding noted. There was no need for unplanned tissue removal. No fragments fell inside the patient.